Event description:
It was reported that the patient was not getting adequate pain relief. The drug infused was dilaudid 40mg/ml, 5.9 mg. Physician stated that the reduction in efficacy was related to eri (elective replacement indicator). During the revision the tip of the catheter was placed at t12, according to surgeon that is right about where he noticed a catheter fracture. The whole system was replaced. Post replacement the patient was reported as doing fine. Daily dose was reduced significantly: minimum rate of .24 because at lowest dose with 40 mg/ml concentration of 1.92 was too much for the patient per the surgeon.

Manufacturer narrative:
(B)(4).